Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the long bipolar grasper instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A log review and site history review were completed and noted the long bipolar grasper (470400-09) with lot number n10190219-0026 was last used on (B)(6) 2020 and had 6 remaining lives. As of the date of this report, the long bipolar grasper instrument has not been received for analysis and no additional complaints exist for the instrument. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the long bipolar grasper instrument broke and a fragment fell inside the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. In addition a fragment falling inside a patient could require additional surgery to retrieve the fragment.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper jaws fell off into the patient. No harm was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse indicated that the long bipolar grasper instrument it was not inspected prior to usr. It was noted that the fragments were retrieved using a lap grasper. When the fragment was obtained, the customer linked the piece to the instrument and found there were no missing pieces. The nurse stated it was a "clean break." No additional procedures were required, and no post-operative tests were completed. It was noted that the instrument was in use for about 15 to 20 minutes prior to the fragment falling, and the surgeon was unsure as to why it broke. At the time of the break, the nurse stated the surgeon was retracting and twisting the lung tissue. No collisions with other instruments was observed. The patient has not returned to the hospital for any post-surgical complication. The nurse confirmed the instrument would be returned to isi for evaluation. The nurse also confirmed that the procedure was completed with no reported injury or harm.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: b4, d10, g4, g7, h2,h3, h6, h10, h11 61 - intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis found the long bipolar grasper instrument had a broken grip at the grip base. A piece approximately 0.73¿ x 0.14¿ was broken off the yaw pulley and was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. During the evaluation, it was found that the long bipolar grasper had a broken bipolar yaw pulley. It was noted that a broken piece measuring approximately 0.206¿ x 0.089¿ was missing. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.